Event description:
It was reported that this patient underwent a system revision due to infection and sepsis. A physician attempted to reposition the system from the patient's left side of the chest to the right side. However during the revision, both the right atrial (ra) and right ventricular (rv) leads exhibited helix retraction issues. As result, both leads were surgically abandoned and the pacemaker was extracted. A new system was implanted on the right side of the patient chest. A few weeks later, both abandoned leads were extracted. At this time, the infection has not been cleared. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report was submitted to update the event description with new details and include an explant date.

Event description:
It was reported that this patient underwent a system revision due to infection and sepsis. A physician attempted to reposition the system from the patient's left side of the chest to the right side. However during the revision, both the right atrial (ra) and right ventricular (rv) leads exhibited helix retraction issues. As result, both leads were surgically abandoned and the pacemaker was extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report was submitted to include the pertinent evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a system revision due to infection and sepsis. A physician attempted to reposition the system from the patient's left side of the chest to the right side. However during the revision, both the right atrial (ra) and right ventricular (rv) leads exhibited helix retraction issues. As result, both leads were surgically abandoned and the pacemaker was extracted. No additional adverse patient effects were reported.